Event description:
It was reported that during posterior spinal fusion procedure of patient, the inner shaft on both screwdrivers were damaged. The products broke. The products came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis:visually confirmed the driver shaft is fractured at the welded joint. Optical examination appears to show weld all-around, with material disruption on both sides of the shaft.

Manufacturer narrative:
(B)(4). The devices were not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.